Event description:
Device 2 of 2, reference MFR. Report: 1627487-2017-04151. Follow-up identified surgical intervention was undertaken on (B)(6) 2017 during which both extensions were explanted and replaced. Impedances were noted to be normal following the procedure. Note: details on the lead and extensions remain unknown at this time.

Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-04151. It was reported during the patient's (B)(6) elective ipg revision, intra-operative testing revealed high impedances on the lead/extension. The extension was cleaned and reinserted into a new ipg with the same results. The physician decided to leave the lead and extension implanted. Partial stimulation was restored following the procedure. An additional surgery may be undertaken at a later date to address the issue. Note: details of the lead and extension are unknown.

Event description:
Device 2 of 2, reference MFR. Report: 1627487-2017-04151. Follow-up identified the patient had three model 3383 extensions implanted, two of which were explanted on (B)(6) 2017.